Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported the protective sheath was removed off of the 2.75x33mm xience xpedition stent. The stent implant was dislodged when removing the protective sheath. There was no resistance felt during removing the protective sheath. The device was not used in the patient anatomy. A second 2.75x33mm xpedition was used to complete the procedure. No additional information was provided.